Event description:
The customer reported that the heel of the footswitch is coming apart. The event occurred during surgery. The footswitch was switched out to complete the case. There was a slight delay in surgery. No pt injury was reported.

Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).